Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 10 months post index procedure, patient had a sudden cardiac death secondary to ventricular fibrillation. CPR was performed. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device and antiplatelets medication.